Manufacturer narrative:
Continuation of d10: product ID: m995402a001, serial# unknown. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient called back and stated they got their replacement devices but need a battery pack. Agent reviewed with patient that the battery pack would not be included if the controller alone was replaced. Patient mentioned that the battery pack was part of the initial issue and that it was malfunctioning and heating up. Patient mentioned they returned the battery pack with the old controller. Agent sent a request to repair to replace battery pack.

Manufacturer narrative:
H3: product type product ID 97755 serial# (B)(6): product type recharger was returned and the analysis shows worn donut. This does not impact the functionality of the recharger. High reading 100. Low reading 0. Scrapped due to low reading being 0 should be higher than 30 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said about a month ago they were shipped a new battery for their stimulator and when they got the battery, pt mentioned that battery didn't quite fit and settle in like the other ones. Pt mentioned having 2 implants, one for left and one for right. Pt mentioned last night; they had trouble with the devices for their left implant. Pt stated that they were charging their left implant and all of the devices overheated. The recharger and the controller shut down, and patient was not unable to charge their implant. A request was sent to the repair department to replace both recharger and controller. No symptoms were reported.